Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department on (B)(6) 2018 due to blood in stool. It was reported that the patient may have had a diverticular bleed or arteriovenous malformation bleed that resolved. There was no indication for emergent endoscopic intervention. At discharge, it was noted that the bleed may have been due to a small hemorrhoid not appreciated on endoscopy. No further information was provided.